Event description:
It was reported that a steam pop occurred while ablating with the thermocool catheter along the cavotricuspid isthmus. Ablation was aborted when steam pop was heard. An increasing pericardial effusion was noted on ice, the pt's blood pressure dropped and a pericardiocentesis was performed. The blood pressure stabilized and the pt remained on the procedure table at time of call. This complex pt had an existing pericardial effusion before procedure was started. Caller stated they could see on ice the existing pericardial fluid bubbling when steam pop occurred. The ablation parameters started at 30 watts increasing to 50 watts for about 20 sec., coolflow pump rate of 30 ml/min.

Manufacturer narrative:
The pt was transferred to the or where the effusion was repaired. The pt stabilized after the procedure. She will undergo ablation procedure again due to her health condition. (B) (4). Evaluation summary: the catheter passed visual test, electrical test, temp bath test, generator test and patency/flow test. Complaint cannot be confirmed. Management is notified of failure analysis through weekly root cause analysis and monthly trends. No significant trends have been identified; therefore, no CAPA is requested at this time.